Event description:
The patient is an infant who had a history of perinatal anoxic brain injury, lifetime poor oral intake requiring gastrostomy tube placement and feedings solely by gastrostomy tube, history of seizures and temperature instability as well as diabetes insipidus. Her gastrostomy tube had been replaced in the specialty pediatric clinic earlier in the day to allow the family to take the baby home and the patient was later discharged. The same day, the patient was admitted after an episode where she became limp and unresponsive after a feeding via her gastrostomy tube by the parents. Emergency paparotomy with peritoneal debridement and washout with gastrostomy tube replacement. She was intubated for a couple of days, then after extubation had some improvement but was unable to maintain oxygen saturation without supplemental oxygen, unable to regular her respiratory rate or heart rate, and unable to regulate her temperature. All signs pointed to the fact that she was neurologically incapable of regulating primary life-sustaining functions. The infant expired due to her underlying medical conditions. The physician felt the tube was securely tied and there was no malfunction of the device.